Event description:
(B)(4). Ever since I have had this put in in 2011 I have had many issues. Pain very bad during period and sex and sometimes just pain for no reason. My body goes numb all the time. My hair is falling out. I hate essure.